Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system continu-flo solution sets were unable to infuse medication due being defective when spiked with a secondary tubing set. The reporter stated that ¿unable to back flush from primary tubing to secondary tubing." The issue was identified during an unspecified process step. A third primary tubing was obtained which was able to back flush into the secondary tubing; infusion resumed to completion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.